Manufacturer narrative:
The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Please note the instructions for use indicates the approved guide wires that are compatible with the oad. Using a non-csi guide wire is considered off-label use. Csi ID: (B)(4).

Event description:
A stealth orbital atherectomy device (oad) was spun over a non-csi wire in the popliteal artery. The crown did not engage in the one to one motion inside the distal superior femoral artery and popliteal artery. The oad was removed and the wire was noted to be fractured with the distal portion of the non-csi wire in vivo. An attempt was made to retrieve the fractured component, however, was unsuccessful. The patient was stable and will continue to be monitored.